Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of an e315 scope error was confirmed; water invasion into the scope connector and plug body caused the light transmission to fail. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that their evis lucera elite colonovideoscope displayed an error 315 ¿ scope error. The problem was reportedly discovered during preparation for use, and the device was not ultimately used on a patient. The unknown procedure was completed successfully using another scope. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of error 315 (scope error) was water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. Olympus will continue to monitor field performance for this device.